Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 20mm in length, 3.75mm in diameter target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.